Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr290v vented autofeed humidification chamber started to crack when it was connected and used with a high frequency ventilator. No patient consequence was reported.

Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr290v vented autofeed humidification chamber started to crack when it was connected and used with a high frequency ventilator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The distributor reported that the complaint mr290v vented autofeed humidification chamber had been destroyed at the hospital facility. An attempt was made to obtain additional information regarding the reported complaint but no specific information was received. Without the complaint device or additional information, we are unable to establish the root cause of the reported fault. All chambers are pressure tested before they leave the production line, and any holes, leaks, or other damages are identified during this process. The user instructions that accompany the mr290 autofeed humidification chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.